Event description:
Discrepant advia centaur ultra troponin results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. Treatment was prescribed on patients. There was no report of adverse health consequences due to the treatment prescribed.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ultra troponin results was due to the broken tubing connections of the wash 1. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.